Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00492 on 23-dec-2020. Additional information (17-mar-2021): the siemens headquarter support center (hsc) investigator reviewed the information provided. Quality control and other patient samples tested on 13-nov-2020 were not affected. Siemens confirmed that a customer service engineer was dispatched to the customer site. No issues were noted, and the customer was operational. Siemens concluded that the potential cause for the falsely elevated total human chorionic gonadotropin (thcg) result on one patient sample is unknown and cannot rule out preanalytical variables or sample-specific issues as a potential contributing factor. The analyzer is working as expected and requires no further evaluation. Section h6 (type of investigation, investigation findings, and investigation conclusions) is updated with new codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the event.

Event description:
The customer observed a discordant falsely elevated total human chorionic gonadotropin (thcg) result on an atellica im 1600 analyzer. The result was reported and questioned by the physician(s). The customer used the same sample and analyzer to perform repeat testing. The repeat result was lower and considered to be correct. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.